Event description:
During cleaning of the jaws, part of the boot became detached and stayed in the swab.

Manufacturer narrative:
The device was returned, decontaminated and investigated. A visual inspection of the returned (B)(4) found that there was a detached segment of the boot tip from the left jaw. The detached boot segment was reattached, revealing a material separation and an exposed distal tip which is consistent with a combination of physical contact force against the silicone boot resulting in a shearing effect, and unintended grasping force applied during cleaning may have resulted in the separation of the silicone boot segment from the jaw, however the root cause could not be determined.